Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffe gen.2 and a second patient sample tested with calcium gen.2 on a cobas pure c 303 analytical unit. The first sample initially resulted in a creatinine value of 0.519 mg/dl and it repeated as 1.18 mg/dl. The second sample initially resulted in a calcium value of 6.29 mg/dl and it repeated as 9.36 mg/dl.

Manufacturer narrative:
The creatinine reagent lot was 898161. The creatinine reagent expiration date was requested, but not provided. The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer determined there was a failure of the cuvette washing system. The system was overflowing, causing residual water and waste to be introduced to the cuvettes. The engineer resolved the issue and confirmed the system was operating without issues. The investigation determined the service actions resolved the issue.